Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was surgically abandoned as a result of exhibiting loss of capture and and loss of sensing. This lead was removed from service during the normal device changeout. At this time it was not known if there had been asystole greater than two beats.

Event description:
--

Manufacturer narrative:
This lead is not expected for return. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative indicated that the lead would be returned to boston scientific.